Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the battery springs inside the battery compartment are bent. When the alarm was tested with the customers batteries, it passed all functional tests. Manufacturer references file # (B)(4).

Event description:
The customer reported that they did not know the specific reason for the return of the product. They couldn't get a sensor or batteries to troubleshoot the alarm. There was no patient contact or injury.